Manufacturer narrative:
Unit received unable to perform the displacement due to complete broken reservoir tube lip and missing reservoir tube o-ring noted. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted. (B)(4).

Event description:
Information received by medtronic indicated that piece of reservoir compartment was missing. The customer also reported that the reservoir was able to lock in place when inserted into insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.